Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, an aortic valve replacement was performed and this 25 mm trifecta gt valve was implanted. When the patient came off bypass (ecc), bleeding of the aortic root was noticed. Bypass was reinstituted and replacement of the subcoronary ascendens was performed as the patient's aorta was fragile and in the region of the non coronary sinus, a rip was observed. Per report, the aorta in general showed a very fragile vascular wall which might have been the cause for the rip. The event was resolved and the patient has recovered. (Clinical study patient ID: (B)(6))